Event description:
During the embolization procedure, the orbit mini complex fill 2x2 coil ((B)(4)) stretched during insertion into the target aneurysm. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, and it is unknown if during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. After the event, the same microcatheter was used with the next device, and other coil were used and placed in the aneurysm. The microcatheter was not re-shaped. Other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). There was no adverse event reported with the event, and the component will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15408666 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the embolization procedure, the orbit mini complex fill 2x2 coil (637mf0202/15408666) stretched during insertion into the target aneurysm. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, and it is unknown if during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. After the event, the same microcatheter was used with the next device, and other coil were used and placed in the aneurysm. The microcatheter was not re-shaped. Other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). There was no adverse event reported with the event, and the component will be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15408666 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure of coil- unraveled/stretched-during placement was not confirmed because the product was not returned for analysis. However, the DHR suggest that the failure reported could not be related to the manufacturing process. Based on the reported information, procedural factors may have contributed to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Please note that the device was not received for analysis.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the embolization procedure, the orbit mini complex fill 2x2 coil (B)(4) stretched during insertion into the target aneurysm. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, and it is unknown if during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. After the event, the same microcatheter was used with the next device, and other coil were used and placed in the aneurysm. The microcatheter was not re-shaped. Other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). There was no adverse event reported with the event, and the component was not returned for analysis. A non-sterile orbit mini complex fill 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received unzipped and no damages were noted on it. The support coil, gripper and embolic coil were found inside of the introducer, the support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope the gripper was found without damage while the embolic coil was found stretched. Based on the reported information, it appears that since it was unknown if during placement, the coil was left in the aneurysm, while the microcatheter was repositioned may have contributed to the event. The instructions for use cautions this maneuver may lead to coil damage, and may have contributed to the reported coil stretching. With review of the device history records there is no indication of any manufacturing issues related to the event. It appears that procedural factors and device interaction contributed to the event. Therefore, no corrective actions will be taken at this time.